Event description:
Healthcare professional reports pt experienced nausea, vomiting, and hypertension while using homechoice device for apd therapy. Pt presented to hosp on 12/12/97. Healthcare professional reports pt was treated with vasotec for hypertension and regalin for gastroparesis. Healthcare professional relates pt responded to treatment and was released from the hosp on 12/16/97. No device failure indicated.